Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. D4-corrected model number f6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing h.6 codes 4629 and 4625 were reported incorrectly on manufacturer device report 1220648-2024-11519.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a 39-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient developed limb ischemia despite assistance from a distal reperfusion sheath. Medical staff explanted the pump, and the patient survived the event.